Event description:
It was reported that following a breast biopsy and after deploying the marker and taking post stereo images, there appeared to be a foreign object located in the biopsy cavity near the deployed tissue marker. There are no plans for removal.

Manufacturer narrative:
Date sent: 02/22/2008. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.